Manufacturer narrative:
The device history record file was reviewed indicating that product was released meeting all quality standard requirements. One unused sample was received for evaluation. The sample received was tested in order to determine the root cause; however, there were no issues found. The reported issue could not be confirmed. A root cause could not be determined. A corrective action is not deemed necessary at this time. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had air leakage at the probe junction and the pipe used to seal the probe junction. Status of patient outcome was unknown.